Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. The pod was received with blood residue on the adhesive pad. The formed needle tip was found to be dull when inspected under magnification. The formed needle was also observed to be bent. This damage to the formed needle is confirmed for the reported bleeding/bruising event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported bruising at the insertion site (abdomen) while wearing the pod for longer than 48 hours. When the pod was removed, the patient also reported that the needle had not retracted. As treatment, a new pod was applied.